Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated cardiac resynchronization therapy-defibrillator (crt-d) displayed noise, pacing impedances of greater than 2,000 ohms and increased pacing thresholds, one day post implant. It was suspected that the rate/sense terminal pin had come loose from the header of the device. A lead revision procedure was performed. No additional adverse patient effects were reported.